Event description:
It was reported that the customer was taken to ICU due to an insulin pump malfunction. The caller did not have hipaa authorization. The customer later called in to report that she had been experiencing high blood glucose levels, and was unable to get them down with the insulin pump. The customer stated that she drove herself to the hospital, and was admitted with a blood glucose of 433 mg/dl and diabetic ketoacidosis. The customer stated that she was very thirsty as well. The customer's blood glucose levels stabilized while she was in the hospital, but as soon as she was put back on the insulin pump, her blood glucose levels rose to 511 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. No tubing clamp for the high pressure test. The customer requested a replacement.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. The device passed the off no power, error, displacement, rewind and self tests. The device alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to complete the functional testing including the occlusion, excessive no delivery or prime tests due to the motor error alarm. The motor was tested outside the device and it passed. The drive support disk was inspected and no anomalies were noted. A scratched lcd window was noted during visual inspection.